Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a scheduled device change-out. A diagnostics anomaly was observed involving a device that indicated a longer than actual battery longevity. Prior to the procedure, interrogation revealed that the device was at eri. Normal battery depletion could not be confirmed. Device was explanted and replaced. Patient will continue to be monitored.

Manufacturer narrative:
(B)(4).